Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device/migration of essure device,/malposition of essure device location of device: device broke on my left tube/migration of essure device (device broke on my left tube)"), device breakage ("device breakage /malposition of essure device location of device: device broke on my left tube/ 2mm piece of essure broke off during insertion") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2010 and device ineffective "only her right fallopian tube was occluded". The patient's past medical history included uti and pap smear abnormal (pap smear history of abnormal- cervix cauterized 1990's) in 1990. Previously administered products included for an unreported indication: ocp, mycostatin, terazol and iud. Concurrent conditions included lesion of sciatic nerve since (B)(6) 2013, hemorrhagic stroke, lupus anticoagulant positive, birth control (condoms due to prevent pregnancy), birth control (mirena), birth control (depo-provera), hypercholesterolemia (nature of treatment-diet ((B)(6) 2013). Medications-2016 took it for couple of months.), pre-menopausal menorrhagia since (B)(6) 2013, menstruation irregular since (B)(6) 2013, bloating since (B)(6) 2013, water retention since (B)(6) 2013, vaginal odor since (B)(6) 2013, stroke ((permanent neuropathy issues on r side 2mm bleed did not have surgery). She has had prior stroke with bleed into thalamus.) Since -2013, vaginal itching since (B)(6) 2013, vaginal burning sensation since (B)(6) 2013, cyst since (B)(6) 2013, edema (edema or stricture of the vulva) since (B)(6) 2013, constipation since (B)(6) 2013, subserous leiomyoma of uterus since (B)(6) 2013, paratubal cyst (d left fallopian tube with paratubal cysts, unremarkable right fallopian tube.) Since (B)(6) 2013, toxic neuropathy since (B)(6) 2013, vision abnormal since (B)(6) 2013, gerd since (B)(6) 2013, incontinence since (B)(6) 2013 and urethral pain since (B)(6) 2013. Concomitant products included vicodin (norco) for pain as well as alprazolam (xanax), bupropion (wellbutrin), cetirizine hydrochloride (zyrtec) from (B)(6) 2014 to (B)(6) 2016, clonazepam (klonopin) from (B)(6) 2013 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2013 to (B)(6) 2013, ibuprofen from (B)(6) 2013 to (B)(6) 2013 and omeprazole (prilosec) since (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In 2009 the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches /migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)"), allergy to metals ("nickel allergy/nickel allergy I had redness and itching severly in my vaginal area"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)") and abdominal pain ("abdominal pain /excessive abdominal cramping"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes,") and night sweats ("hormonal changes (night sweats)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal") and dysuria ("bladder or urinary problems or changes infections-multiple vaginal / bladder dysuria"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),/excessive bleeding from periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced autoimmune disorder ("autoimmune disorder") and nervous system disorder ("neurological conditions or problems,"). In 2013, the patient experienced bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction,"), infection ("infection other"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), injury ("other injury or complication (as reported)"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, antifungals, co-trimoxazole (bactrim), surgery (surgery to remove essure implant) and surgery (on (B)(6) 2013 hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, device expulsion, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, autoimmune disorder, urinary tract disorder, bladder disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, injury, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria and uterine haemorrhage outcome was unknown, the migraine was resolving, the hormone level abnormal, alopecia and headache had not resolved and the genital haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bacterial vulvovaginitis, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, injury, menorrhagia, migraine, nervous system disorder, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal candidiasis to be related to essure. The reporter commented: no coils were left outside of the ostia on the right side. Next, attention was turned to the patient's left tubal ostial where again the essure device was advanced into the ostia according to manufacturer's directions and the sheath was withdrawn to leave approximately 12 coils outside of the ostia. Pictures were again taken and the essure device was then removed from the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion . Underwent an hsg, during which it was confirmed that only her right fallopian tube was occluded. It was reported that birth control perimenopause was used as treatment for hormonal changes-describe:night sweats and other hormonal changes. Patient was monitor for vaginal cuff hematoma. On (B)(6) 2012, abdominal and pelvis CT with contrast material impression: no acute abnormality of the abdomen of pelvis. Linear radiopaque structure in the region of the right fallopian tube most likely represents an essure birth control device. No similar structure is seen in the region of the left fallopian tube. Right ovarian follicles otherwise, negative abdomen and pelvis CT. On (B)(6) 2013, having to use yeast treatment after every cycle, due to vaginal odor and irritation. Review of systems: female genitourinary: present-vaginal discharge (history bv-had antibiotics 2x in vagina). Uses condoms wants something different periods gotten worse retaining fluid bloated wears pad daily for discharge and odor; cant have iud since didn¿t work cant have ocp due to history ocp could not tolerate endometrial biopsy. On (B)(6) 2013, she has not had an emb done, she did not tolerate in the office iud insertion, she is nervous about ems. Discussed possible to have essure removed and still have pelvic pain. Some residual neuropathy along right side. Indication is pain bleeding relatively well controlled. Patient understands that pain might not completely resolve after procedure. Has constipation issues, reviewed bowel prep before surgery if feeling constipated. On (B)(6) 2013, specimen 1: curetting, endometrial. Specimen 2: uterus, cervix, bilateral tubes. Gross description: received in formalin labeled ¿uterus, cervix, bilateral tubes" is a uterus with attached cervix and attached bilateral fallopian tubes. The uterus with cervix and without the attached bilateral fallopian tubes measures 7.7 x 4.7 x 3.4 cm and weighs 56 grams. The attached right fallopian tube when trimmed from the uterine body has a metallic spinal wire running through the lumen of the fallopian tube. The fallopian tube including frimbriated end measures 6.7 cm in length by 0.6 cm in diameter. The attached left fallopian tube including frimbriated end measures 6.5 cm in length by 0.7 cm in diameter. Microscopic diagnosis: endometrium, curettings, uterus, cervix, bilateral tubes, excision-, a small subserosal leiomyoma. B weakly proliferative endometrium. C unremarkable cervix and endocervix. D left fallopian tube with paratubal cysts, unremarkable right fallopian tube. On (B)(6) 2013, admission diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding discharge diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding indication for admission: surgery for pelvic pain: olc, robotic hyst with bilateral salpingectomy, diagnostic cystoscopy. In patient progress notes: post operative day 1 status post robotic assistant total hysterectomy for chronic pelvic pain. The patient states that she is feeling all right, apart from mild pains controlled with norco. Diagnosis: other inflammatory and toxic neuropathy and vision abnormalities glasses, gerd (gastroesophageal reflux disease), pain assessment: status post robotic assistant total hysterectomy for pelvic pain. On (B)(6) 2013, odor (metallic) and abdominal cramps (with urination). The symptoms have been occurring for 5 days. She describes her symptoms a burning sensation the discomfort is described as being located in the urethra. She was treated with bactrim at urgent care on monday, no change in symptoms. Assessment & plan: dysuria. On (B)(6) 2013, history & physical report: gyn visit - post-op bleeding history of present illness: the patient is status post recent surgery, with a concern. She complains of vaginal bleeding (bright red to dark red to pink). Patient states that since saturday she has been bleeding bright red, to dark rea to pink. She states that when she sneezed she had gushes of blood come out. She reports concern due to change from brown spotting to red vaginal bleeding. Is here for post op bleeding. Note: patient here complaint of post op bleeding after robotic assisted laparoscopic hysterectomy surgery on (B)(6) 2013. Physical exam: female genitourinary: vagina: discharge. On (B)(6) 2010: hysterosalpihgogram (per mr) impression: the right essure device is successfully blocking the right fallopian tube. However, there is patency of the left fallopian tube with free. Spillage into the peritoneal cavity on the left. On the scout view. There is suggestion of a partial fracture/ displacement of a portion of the left essure device. Gynecologic follow-up is recommended. A nurse at doctor said that the left fallopian tube did not close and there was a breakage of the coil in the left tube. On (B)(6) 2013: robotic assisted laparoscopic hysterectomy, cystoscopy preoperative and post operative diagnosis: pelvic pain procedure: hysterectomy, 's' laparoscopic robotic cystoscopy dilatation and curettage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, device breakage, device expulsion, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, device ineffective, visual impairment, fatigue, abdominal pain lower, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria, abdominal pain and uterine haemorrhage. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs and mr received. Reporters were added. Patient details, historical condition, historical drug, concomitant disease, concomitant drug, treatment drugs and unstructured relevant tests were added. Hormonal changes (night sweats), infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina, bladder or urinary problems or changes infections-multiple vaginal / bladder dysuria, migraines/headaches history of migraines after essure very strong migraines, abdominal pain and abnormal uterine bleeding were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device/migration of essure device,/malposition of essure device location of device: device broke on my left tube/migration of essure device (device broke on my left tube)"), device breakage ("device breakage /malposition of essure device location of device: device broke on my left tube/ 2mm piece of essure broke off during insertion") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2010 and device ineffective "only her right fallopian tube was occluded". The patient's past medical history included uti and pap smear abnormal (pap smear history of abnormal- cervix cauterized 1990's) in 1990. Previously administered products included for an unreported indication: ocp, mycostatin, terazol and iud. Concurrent conditions included lesion of sciatic nerve since (B)(6) 2013, hemorrhagic stroke, lupus anticoagulant positive, birth control (condoms due to prvent prgnancy), birth control (mirena), birth control (depo-provera), hypercholesterolemia (nature of treatment-diet ((B)(6) 2013). Medications-2016-2016 took it for couple of months.), pre-menopausal menorrhagia since (B)(6) 2013, menstruation irregular since (B)(6) 2013, bloating since (B)(6) 2013, water retention since (B)(6) 2013, vaginal odor since (B)(6) 2013, stroke ((permanent neuropathy issues on r side 2mm bleed did not have surgery). She has had prior stroke with bleed into thalamus.) Since (B)(6) 2013, vaginal itching since (B)(6) 2013, vaginal burning sensation since (B)(6) 2013, cyst since (B)(6) 2013, edema (edema or stricture of the vulva) since (B)(6) 2013, constipation since (B)(6) 2013, subserous leiomyoma of uterus since (B)(6) 2013, paratubal cyst (d left fallopian tube with paratubal cysts, unremarkable right fallopian tube.) Since (B)(6) 2013, toxic neuropathy since (B)(6) 2013, vision abnormal since (B)(6) 2013, gerd since (B)(6) 2013, incontinence since (B)(6) 2013 and urethral pain since (B)(6) 2013. Concomitant products included vicodin (norco) for pain as well as alprazolam (xanax), bupropion (wellbutrin), cetirizine hydrochloride (zyrtec) from (B)(6) 2014 to (B)(6) 2016, clonazepam (klonopin) from (B)(6) 2013, docusate sodium (colace) from (B)(6) 2013, ibuprofen from (B)(6) 2013 and omeprazole (prilosec) since (B)(6) 2013. In 2009, 3 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches /migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)"), allergy to metals ("nickel allergy/nickel allergy I had redness and itching severly in my vaginal area"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)") and abdominal pain ("abdominal pain /excessive abdominal cramping"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes,") and night sweats ("hormonal changes (night sweats)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal") and dysuria ("bladder or urinary problems or changes infections-multiple vaginal / bladder dysuria"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),/excessive bleeding from periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced autoimmune disorder ("autoimmune disorder") and nervous system disorder ("neurological conditions or problems,"). In 2013, the patient experienced bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction,"), infection ("infection other"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), injury ("other injury or complication (as reported)"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, antifungals, co-trimoxazole (bactrim), surgery (hysterectomy (full).), surgery (on (B)(6) 2013 hysterectomy(partial) and bilateral salpingectomy) and surgery (on (B)(6) 2013 hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, device expulsion, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, autoimmune disorder, urinary tract disorder, bladder disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, injury, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria and uterine haemorrhage outcome was unknown, the migraine was resolving, the hormone level abnormal, alopecia and headache had not resolved and the genital haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bacterial vulvovaginitis, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, injury, menorrhagia, migraine, nervous system disorder, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal candidiasis to be related to essure. The reporter commented: no coils were left outside of the ostia on the right side. Next, attention was turned to the patient's left tubal ostial where again the essure device was advanced into the ostia according to manufacturer's directions and the sheath was withdrawn to leave approximately 12 coils outside of the ostia. Pictures were again taken and the essure device was then removed from the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion underwent an hsg, during which it was confirmed that only her right fallopian tube was occluded. It was reported that birth control perimenopause was used as treatment for hormonal changes-describe:night sweats and other hormonal changes. Patient was monitor for vaginal cuff hematoma. On (B)(6) 2012, abdominal and pelvis CT with contrast material impression: no acute abnormality of the abdomen of pelvis linear radiopaque structure in the region of the right fallopian tube most likely represents an essure birth control device. No similar structure is seen in the region of the left fallopian tube. Right ovarian follicles otherwise, negative abdomen and pelvis CT. On (B)(6) 2013, having to use yeast treatment after every cycle, due to vaginal odor and irritation. Review of systems: female genitourinary: present-vaginal discharge (history bv-had antibiotics 2x in vagina). Uses condoms wants something different periods gotten worse retaining fluid bloated wears pad daily for discharge and odor; cant have iud since didn¿t work cant have ocp due to history ocp could not tolerate endometrial biopsy. On (B)(6) 2013, she has not had an emb done, she did not tolerate in the office iud insertion, she is nervous about ems. Discussed possible to have essure removed and still have pelvic pain. Some residual neuropathy along right side. Indication is pain bleeding relatively well controlled. Patient understands that pain might not completely resolve after procedure. Has constipation issues, reviewed bowel prep before surgery if feeling constipated. On (B)(6) 2013, specimen 1: curetting, endometrial specimen 2: uterus, cervix, bilateral tubes gross description: received in formalin labeled ¿uterus, cervix, bilateral tubes" is a uterus with attached cervix and attached bilateral fallopian tubes. The uterus with cervix and without the attached bilateral fallopian tubes measures 7.7 x 4.7 x 3.4 cm and weighs 56 grams. The attached right fallopian tube when trimmed from the uterine body has a metallic spinal wire running through the lumen of the fallopian tube. The fallopian tube including frimbriated end measures 6.7 cm in length by 0.6 cm in diameter. The attached left fallopian tube including frimbriated end measures 6.5 cm in length by 0.7 cm in diameter. Microscopic diagnosis: endometrium, curettings, uterus, cervix, bilateral tubes, excision-, small subserosal leiomyoma weakly proliferative endometrium unremarkable cervix and endocervix left fallopian tube with paratubal cysts, unremarkable right fallopian tube. On (B)(6) 2013, admission diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding discharge diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding indication for admission: surgery for pelvic pain: olc, robotic hyst with bilateral salpingectomy, diagnostic cystoscopy. In patient progress notes: post operative day 1 status post robotic assistant total hysterectomy for chronic pelvic pain. The patient states that she is feeling all right, apart from mild pains controlled with norco. Diagnosis: other inflammatory and toxic neuropathy and vision abnormalities glasses, gerd (gastroesophageal reflux disease), pain assessment: status post robotic assistant total hysterectomy for pelvic pain on (B)(6) 2013, odor (metallic) and abdominal cramps (with urination). The symptoms have been occurring for 5 days. She describes her symptoms a burning sensation the discomfort is described as being located in the urethra. She was treated with bactrim at urgent care on monday, no change in symptoms. Assessment & plan: dysuria on (B)(6) 2013, history & physical report: gyn visit - post-op bleeding history of present illness: the patient is status post recent surgery, with a concern. She complains of vaginal bleeding (bright red to dark red to pink). Patient states that since saturday she has been bleeding bright red, to dark rea to pink. She states that when she sneezed she had gushes of blood come out. She reports concern due to change from brown spotting to red vaginal bleeding. Is here for post op bleeding. Note: patient here complaint of post op bleeding after robotic assisted laparoscopic hysterectomy surgery on (B)(6) 2013. Physical exam: female genitourinary: vagina: discharge on (B)(6) 2010 hysterosalpihgogram (per mr) impression: the right essure device is successfully blocking the right fallopian tube. However, there is patency of the left fallopian tube with free. Spillage into the peritoneal cavity on the left. On the scout view. There is suggestion of a partial fracture/ displacement of a portion of the left essure device. Gynecologic follow-up is recommended. A nurse at doctor said that the left fallopian tube did not close and there was a breakage of the coil in the left tube. On (B)(6) 2013 robotic assisted laparoscopic hysterectomy, cystoscopy preoperative and post operative diagnosis: pelvic pain procedure: hysterectomy, 's' laparoscopic robotic cystoscopy dilatation and curettage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, device breakage, device expulsion, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, device ineffective, visual impairment, fatigue, abdominal pain lower, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria, abdominal pain and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-oct-2018: update of quality-safety evaluation of ptc(FDA codes update) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device/migration of essure device,/malposition of essure device location of device: device broke on my left tube/migration of essure device (device broke on my left tube)"), device breakage ("device breakage /malposition of essure device location of device: device broke on my left tube/ 2mm piece of essure broke off during insertion") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2010 and device ineffective "only her right fallopian tube was occluded". The patient's past medical history included uti and pap smear abnormal (pap smear history of abnormal- cervix cauterized 1990's) in 1990. Previously administered products included for an unreported indication: ocp, mycostatin, terazol and iud. Concurrent conditions included lesion of sciatic nerve since (B)(6) 2013, hemorrhagic stroke, lupus anticoagulant positive, birth control (condoms due to prvent pregnancy), birth control (mirena), birth control (depo-provera), hypercholesterolemia (nature of treatment-diet ((B)(6) 2013). Medications-2016-2016 took it for couple of months.), pre-menopausal menorrhagia since (B)(6) 2013, menstruation irregular since (B)(6) 2013, bloating since (B)(6) 2013, water retention since (B)(6) 2013, vaginal odor since (B)(6) 2013, stroke ((permanent neuropathy issues on r side 2mm bleed did not have surgery). She has had prior stroke with bleed into thalamus.) Since (B)(6) 2013, vaginal itching since (B)(6) 2013, vaginal burning sensation since(B)(6) 2013, cyst since (B)(6) 2013, edema (edema or stricture of the vulva) since (B)(6) 2013, constipation since 16-aug-2013, subserous leiomyoma of uterus since (B)(6) 2013, paratubal cyst (d left fallopian tube with paratubal cysts, unremarkable right fallopian tube.) Since (B)(6) 2013, toxic neuropathy since (B)(6) 2013, vision abnormal since (B)(6) 2013, gerd since (B)(6) 2013, incontinence since(B)(6) 2013 and urethral pain since (B)(6) 2013. Concomitant products included vicodin (norco) for pain as well as alprazolam (xanax), bupropion (wellbutrin), cetirizine hydrochloride (zyrtec) from 23-may-2014 to 23-oct-2016, clonazepam (klonopin) from 23-may-2013 to 13-oct-2013, docusate sodium (colace) from 16-aug-2013 to 25-oct-2013, ibuprofen from 16-aug-2013 to 16-oct-2013 and omeprazole (prilosec) since 20-aug-2013. In 2009, 3 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches /migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)"), allergy to metals ("nickel allergy/nickel allergy I had redness and itching severly in my vaginal area"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)") and abdominal pain ("abdominal pain /excessive abdominal cramping"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes,") and night sweats ("hormonal changes (night sweats)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal") and dysuria ("bladder or urinary problems or changes infections-multiple vaginal / bladder dysuria"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),/excessive bleeding from periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced autoimmune disorder ("autoimmune disorder") and nervous system disorder ("neurological conditions or problems,"). In 2013, the patient experienced bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction,"), infection ("infection other"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), injury ("other injury or complication (as reported)"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, antifungals, co-trimoxazole (bactrim), surgery (surgery to remove essure implant), surgery (on (B)(6) 2013 hysterectomy(partial) and bilateral salpingectomy) and surgery (on (B)(6) 2013 hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, device expulsion, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, autoimmune disorder, urinary tract disorder, bladder disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, injury, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria and uterine haemorrhage outcome was unknown, the migraine was resolving, the hormone level abnormal, alopecia and headache had not resolved and the genital haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bacterial vulvovaginitis, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, injury, menorrhagia, migraine, nervous system disorder, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal candidiasis to be related to essure. The reporter commented: no coils were left outside of the ostia on the right side. Next, attention was turned to the patient's left tubal ostial where again the essure device was advanced into the ostia according to manufacturer's directions and the sheath was withdrawn to leave approximately 12 coils outside of the ostia. Pictures were again taken and the essure device was then removed from the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion underwent an hsg, during which it was confirmed that only her right fallopian tube was occluded. It was reported that birth control perimenopause was used as treatment for hormonal changes-describe:night sweats and other hormonal changes. Patient was monitor for vaginal cuff hematoma. On (B)(6) 2012, abdominal and pelvis CT with contrast material impression: no acute abnormality of the abdomen of pelvis linear radiopaque structure in the region of the right fallopian tube most likely represents an essure birth control device. No similar structure is seen in the region of the left fallopian tube. Right ovarian follicles otherwise, negative abdomen and pelvis CT. On (B)(6) 2013, having to use yeast treatment after every cycle, due to vaginal odor and irritation. Review of systems: female genitourinary: present-vaginal discharge (history bv-had antibiotics 2x in vagina). Uses condoms wants something different periods gotten worse retaining fluid bloated wears pad daily for discharge and odor; cant have iud since didn¿t work cant have ocp due to history ocp could not tolerate endometrial biopsy. On (B)(6) 2013, she has not had an emb done, she did not tolerate in the office iud insertion, she is nervous about ems. Discussed possible to have essure removed and still have pelvic pain. Some residual neuropathy along right side. Indication is pain bleeding relatively well controlled. Patient understands that pain might not completely resolve after procedure. Has constipation issues, reviewed bowel prep before surgery if feeling constipated. On (B)(6) 013, specimen 1: curetting, endometrial specimen 2: uterus, cervix, bilateral tubes gross description: received in formalin labeled ¿uterus, cervix, bilateral tubes" is a uterus with attached cervix and attached bilateral fallopian tubes. The uterus with cervix and without the attached bilateral fallopian tubes measures 7.7 x 4.7 x 3.4 cm and weighs 56 grams. The attached right fallopian tube when trimmed from the uterine body has a metallic spinal wire running through the lumen of the fallopian tube. The fallopian tube including fimbriated end measures 6.7 cm in length by 0.6 cm in diameter. The attached left fallopian tube including fimbriated end measures 6.5 cm in length by 0.7 cm in diameter. Microscopic diagnosis: endometrium, curettings, uterus, cervix, bilateral tubes, excision-, a small subserosal leiomyoma b weakly proliferative endometrium c unremarkable cervix and endocervix d left fallopian tube with paratubal cysts, unremarkable right fallopian tube. On (B)(6) 2013, admission diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding discharge diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding indication for admission: surgery for pelvic pain: olc, robotic hyst with bilateral salpingectomy, diagnostic cystoscopy. In patient progress notes: post operative day 1 status post robotic assistant total hysterectomy for chronic pelvic pain. The patient states that she is feeling all right, apart from mild pains controlled with norco. Diagnosis: other inflammatory and toxic neuropathy and vision abnormalities glasses, gerd (gastroesophageal reflux disease), pain assessment: status post robotic assistant total hysterectomy for pelvic pain. On (B)(6) 2013, odor (metallic) and abdominal cramps (with urination). The symptoms have been occurring for 5 days. She describes her symptoms a burning sensation the discomfort is described as being located in the urethra. She was treated with bactrim at urgent care on monday, no change in symptoms. Assessment & plan: dysuria. On (B)(6) 2013, history & physical report: gyn visit - post-op bleeding history of present illness: the patient is status post recent surgery, with a concern. She complains of vaginal bleeding (bright red to dark red to pink). Patient states that since saturday she has been bleeding bright red, to dark rea to pink. She states that when she sneezed she had gushes of blood come out. She reports concern due to change from brown spotting to red vaginal bleeding. Is here for post op bleeding. Note: patient here complaint of post op bleeding after robotic assisted laparoscopic hysterectomy surgery on (B)(6) 2013. Physical exam: female genitourinary: vagina: discharge. On (B)(6) 2010: hysterosalpihgogram (per mr) impression: the right essure device is successfully blocking the right fallopian tube. However, there is patency of the left fallopian tube with free. Spillage into the peritoneal cavity on the left. On the scout view. There is suggestion of a partial fracture/ displacement of a portion of the left essure device. Gynecologic follow-up is recommended. A nurse at doctor said that the left fallopian tube did not close and there was a breakage of the coil in the left tube. On (B)(6) 2013: robotic assisted laparoscopic hysterectomy, cystoscopy preoperative and post operative diagnosis: pelvic pain procedure: hysterectomy, 's' laparoscopic robotic cystoscopy dilatation and curettage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, device breakage, device expulsion, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, device ineffective, visual impairment, fatigue, abdominal pain lower, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria, abdominal pain and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device/migration of essure device,") and device breakage ("device breakage") in a 46-year-old female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only her right fallopian tube was occluded". The patient's concurrent conditions included lesion of sciatic nerve since 20-jun-2013, hemorrhagic stroke, lupus anticoagulant, birth control (condoms due to prvent prgnancy), birth control (mirena) and birth control (depo-provera). Concomitant products included alprazolam (xanax), bupropion (wellbutrin), cetirizine hydrochloride (zyrtec) from 23-may-2014 to 23-oct-2016, clonazepam (klonopin) from 23-may-2013 to 13-oct-2013, docusate sodium (colace) from 16-aug-2013 to 25-oct-2013, ibuprofen from 16-aug-2013 to 16-oct-2013 and omeprazole (prilosec) since 20-aug-2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 2 years 11 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal") and vaginal infection ("infection (bladder/urinary tract/vaginal"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),/excessive bleeding from periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced autoimmune disorder ("autoimmune disorder") and nervous system disorder ("neurological conditions or problems,"). On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), migraine ("migraines/migraines / headaches"), hormone level abnormal ("hormonal changes,"), hypersensitivity ("allergic or hypersensitivity reaction,"), infection ("infection other"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), complication of device insertion ("failure to occlude (close) fallopian tube(s),"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), injury ("other injury or complication (as reported)") and abdominal pain lower ("excessive abdominal cramping"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, device expulsion, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, autoimmune disorder, urinary tract disorder, bladder disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, complication of device insertion, visual impairment, fatigue, gastrointestinal disorder and injury outcome was unknown, the migraine and alopecia had not resolved and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, bladder disorder, complication of device insertion, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, infection, injury, menorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information, patient demographic information, relevant condition , lab data ,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, essure lot 641422 ,new event hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal, autoimmune disorder, malposition of essure device/migration of essure device, neurological conditions or problems, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, vaginal discharge, failure to occlude (close) fallopian tube(s), vision/eye problems, fatigue, gastrointestinal or digestive system condition, other injury or complication (as reported) and hair loss, excessive abdominal cramping were added.the event migraines / headaches clubbed with previous event incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device/migration of essure device,/malposition of essure device location of device: device broke on my left tube/migration of essure device (device broke on my left tube)/ migration or perforation'), uterine perforation ('perforation') and device breakage ('device breakage /malposition of essure device location of device: device broke on my left tube/ 2mm piece of essure broke off during insertion') in a 46-year-old female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2010 and device ineffective "only her right fallopian tube was occluded". The patient's medical history included pap smear abnormal (pap smear history of abnormal- cervix cauterized 1990's) in 1990 and uti. Previously administered products included for an unreported indication: ocp, mycostatin, terazol and iud. Concurrent conditions included incontinence since (B)(6) 2013, urethral pain since (B)(6) 2013, toxic neuropathy since (B)(6) 2013, vision abnormal since (B)(6) 2013, gerd since (B)(6) 2013, subserous leiomyoma of uterus since (B)(6) 2013, paratubal cyst (d left fallopian tube with paratubal cysts, unremarkable right fallopian tube.) Since (B)(6) 2013, constipation since (B)(6) 2013, vaginal itching since (B)(6) 2013, vaginal burning sensation since (B)(6) 2013, cyst since (B)(6) 2013, edema (edema or stricture of the vulva) since (B)(6) 2013, lesion of sciatic nerve since (B)(6) 2013, pre-menopausal menorrhagia since (B)(6) 2013, menstruation irregular since (B)(6) 2013, bloating since (B)(6) 2013, water retention since (B)(6) 2013, vaginal odor since (B)(6) 2013, stroke ((permanent neuropathy issues on r side 2mm bleed did not have surgery). She has had prior stroke with bleed into thalamus.) Since (B)(6) 2013, hemorrhagic stroke, lupus anticoagulant positive, birth control (condoms due to prevent pregnancy), birth control (mirena), birth control (depo-provera) and hypercholesterolemia (nature of treatment-diet ((B)(6) 2013). Medications-2016-2016 took it for couple of months.). Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain as well as alprazolam (xanax), anti allergic agents from 23-may-2014 to 23-oct-2016, bupropion hydrochloride (wellbutrin), clonazepam (klonopin) from 23-may-2013 to 13-oct-2013, docusate sodium (colace) from 16-aug-2013 to 25-oct-2013, ibuprofen from 16-aug-2013 to 16-oct-2013 and omeprazole (prilosec) since (B)(6) 2013. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches /migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)"), allergy to metals ("nickel allergy/nickel allergy I had redness and itching severly in my vaginal area"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)") and abdominal pain ("abdominal pain /excessive abdominal cramping"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes,") and experienced night sweats ("hormonal changes (night sweats)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal") and dysuria ("bladder or urinary problems or changes infections-multiple vaginal / bladder dysuria"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),/excessive bleeding from periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced autoimmune disorder ("autoimmune disorder") and nervous system disorder ("neurological conditions or problems,"). In 2013, the patient experienced bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)"). On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction,"), infection ("infection other"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), injury ("other injury or complication (as reported)"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with antibiotics, antifungals, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterctomy, hysterectomy (full). And on (B)(6) 2013 hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, uterine perforation, device breakage, device expulsion, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, autoimmune disorder, urinary tract disorder, bladder disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, injury, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria and uterine haemorrhage outcome was unknown, the migraine was resolving, the hormone level abnormal, alopecia and headache had not resolved and the genital haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bacterial vulvovaginitis, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, injury, menorrhagia, migraine, nervous system disorder, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal candidiasis to be related to essure. The reporter commented: no coils were left outside of the ostia on the right side. Next, attention was turned to the patient's left tubal ostial where again the essure device was advanced into the ostia according to manufacturer's directions and the sheath was withdrawn to leave approximately 12 coils outside of the ostia. Pictures were again taken and the essure device was then removed from the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion. Diagnostic results: underwent an hsg, during which it was confirmed that only her right fallopian tube was occluded. It was reported that birth control perimenopause was used as treatment for hormonal changes-describe:night sweats and other hormonal changes. Patient was monitor for vaginal cuff hematoma. On (B)(6) 2012, abdominal and pelvis CT with contrast material impression: no acute abnormality of the abdomen of pelvis. Linear radiopaque structure in the region of the right fallopian tube most likely represents an essure birth control device. No similar structure is seen in the region of the left fallopian tube. Right ovarian follicles otherwise, negative abdomen and pelvis CT. On (B)(6) 2013, having to use yeast treatment after every cycle, due to vaginal odor and irritation. Review of systems: female genitourinary: present-vaginal discharge (history bv-had antibiotics 2x in vagina). Uses condoms wants something different periods gotten worse retaining fluid bloated wears pad daily for discharge and odor; cant have iud since didn¿t work cant have ocp due to history ocp could not tolerate endometrial biopsy. On (B)(6) 2013, she has not had an emb done, she did not tolerate in the office iud insertion, she is nervous about ems. Discussed possible to have essure removed and still have pelvic pain. Some residual neuropathy along right side. Indication is pain bleeding relatively well controlled. Patient understands that pain might not completely resolve after procedure. Has constipation issues, reviewed bowel prep before surgery if feeling constipated. On (B)(6) 2013, specimen 1: curetting, endometrial. Specimen 2: uterus, cervix, bilateral tubes. Gross description: received in formalin labeled ¿uterus, cervix, bilateral tubes" is a uterus with attached cervix and attached bilateral fallopian tubes. The uterus with cervix and without the attached bilateral fallopian tubes measures 7.7 x 4.7 x 3.4 cm and weighs 56 grams. The attached right fallopian tube when trimmed from the uterine body has a metallic spinal wire running through the lumen of the fallopian tube. The fallopian tube including frimbriated end measures 6.7 cm in length by 0.6 cm in diameter. The attached left fallopian tube including frimbriated end measures 6.5 cm in length by 0.7 cm in diameter. Microscopic diagnosis: endometrium, curettings, uterus, cervix, bilateral tubes, excision-, small subserosal leiomyoma. Weakly proliferative endometrium. Unremarkable cervix and endocervix. Left fallopian tube with paratubal cysts, unremarkable right fallopian tube. On (B)(6) 2013, admission diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding. Discharge diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding. Indication for admission: surgery for pelvic pain: olc, robotic hyst with bilateral salpingectomy, diagnostic cystoscopy. In patient progress notes: post operative day 1 status post robotic assistant total hysterectomy for chronic pelvic pain. The patient states that she is feeling all right, apart from mild pains controlled with norco. Diagnosis: other inflammatory and toxic neuropathy and vision abnormalities glasses, gerd (gastroesophageal reflux disease), pain assessment: status post robotic assistant total hysterectomy for pelvic pain. On (B)(6) 2013, odor (metallic) and abdominal cramps (with urination). The symptoms have been occurring for 5 days. She describes her symptoms a burning sensation the discomfort is described as being located in the urethra. She was treated with bactrim at urgent care on monday, no change in symptoms. Assessment & plan: dysuria. On (B)(6) 2013, history & physical report: gyn visit - post-op bleeding. History of present illness: the patient is status post recent surgery, with a concern. She complains of vaginal bleeding (bright red to dark red to pink). Patient states that since saturday she has been bleeding bright red, to dark rea to pink. She states that when she sneezed she had gushes of blood come out. She reports concern due to change from brown spotting to red vaginal bleeding. Is here for post op bleeding. Note: patient here complaint of post op bleeding after robotic assisted laparoscopic hysterectomy surgery on (B)(6) 2013. Physical exam: female genitourinary: vagina: discharge. On (B)(6) 2010: hysterosalpihgogram (per mr). Impression: the right essure device is successfully blocking the right fallopian tube. However, there is patency of the left fallopian tube with free. Spillage into the peritoneal cavity on the left. On the scout view. There is suggestion of a partial fracture/ displacement of a portion of the left essure device. Gynecologic follow-up is recommended. A nurse at doctor said that the left fallopian tube did not close and there was a breakage of the coil in the left tube. On (B)(6) 2013 robotic assisted laparoscopic hysterectomy, cystoscopy preoperative and post operative diagnosis: pelvic pain. Procedure: hysterectomy, 's' laparoscopic robotic cystoscopy dilatation and curettage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, device breakage, device expulsion, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, device ineffective, visual impairment, fatigue, abdominal pain lower, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria, abdominal pain and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event perforation was added. Reporter's information were added. Seriousness criteria for event uterine hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('malposition of essure device/migration of essure device,/malposition of essure device location of device: device broke on my left tube/migration of essure device (device broke on my left tube)/ migration or perforation'), uterine perforation ('perforation') and device breakage ('device breakage /malposition of essure device location of device: device broke on my left tube/ 2mm piece of essure broke off during insertion') in a 46-year-old female patient who had essure (batch no. 641422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2010 and device ineffective "only her right fallopian tube was occluded". The patient's medical history included pap smear abnormal (pap smear history of abnormal- cervix cauterized 1990's) in 1990 and uti. Previously administered products included for an unreported indication: ocp, mycostatin, terazol and iud. Concurrent conditions included incontinence since (B)(6) 2013, urethral pain since (B)(6) 2013, toxic neuropathy since (B)(6) 2013, vision abnormal since (B)(6) 2013, gerd since (B)(6) 2013, subserous leiomyoma of uterus since (B)(6) 2013, paratubal cyst (d left fallopian tube with paratubal cysts, unremarkable right fallopian tube.) Since (B)(6) 2013, constipation since (B)(6) 2013, vaginal itching since (B)(6) 2013, vaginal burning sensation since (B)(6) 2013, cyst since (B)(6) 2013, edema (edema or stricture of the vulva) since (B)(6) 2013, lesion of sciatic nerve since (B)(6) 2013, pre-menopausal menorrhagia since (B)(6) 2013, menstruation irregular since (B)(6) 2013, bloating since (B)(6) 2013, water retention since (B)(6) 2013, vaginal odor since (B)(6) 2013, stroke ((permanent neuropathy issues on r side 2mm bleed did not have surgery). She has had prior stroke with bleed into thalamus.) Since (B)(6) 2013, hemorrhagic stroke, lupus anticoagulant positive, birth control (condoms due to prvent prgnancy), birth control (mirena), birth control (depo-provera) and hypercholesterolemia (nature of treatment-diet ((B)(6) 2013). Medications (B)(6) 2016 took it for couple of months.). Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain as well as alprazolam (xanax), anti allergic agents from (B)(6) 2014 to (B)(6) 2016, bupropion hydrochloride (wellbutrin), clonazepam (klonopin) from (B)(6) 2013, docusate sodium (colace) from (B)(6) 2013, ibuprofen from (B)(6) 2013 and omeprazole (prilosec) since (B)(6) 2013. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches /migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)"), allergy to metals ("nickel allergy/nickel allergy I had redness and itching severly in my vaginal area"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("migraines/headaches history of migraines after essure very strong migraines (event splitted for coding)") and abdominal pain ("abdominal pain /excessive abdominal cramping"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes,") and experienced night sweats ("hormonal changes (night sweats)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal") and dysuria ("bladder or urinary problems or changes infections-multiple vaginal / bladder dysuria"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),/excessive bleeding from periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced autoimmune disorder ("autoimmune disorder") and nervous system disorder ("neurological conditions or problems,"). In 2013, the patient experienced bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction,"), infection ("infection other"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), injury ("other injury or complication (as reported)"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginitis, candidiasis of vulva and vagina (event splitted for coding)") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with antibiotics, antifungals, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterctomy, hysterectomy (full). And on (B)(6) 2013 hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, uterine perforation, device breakage, device expulsion, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, autoimmune disorder, urinary tract disorder, bladder disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, gastrointestinal disorder, injury, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria and uterine haemorrhage outcome was unknown, the migraine was resolving, the hormone level abnormal, alopecia and headache had not resolved and the genital haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bacterial vulvovaginitis, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, injury, menorrhagia, migraine, nervous system disorder, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal candidiasis to be related to essure. The reporter commented: no coils were left outside of the ostia on the right side. Next, attention was turned to the patient's left tubal ostial where again the essure device was advanced into the ostia according to manufacturer's directions and the sheath was withdrawn to leave approximately 12 coils outside of the ostia. Pictures were again taken and the essure device was then removed from the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: unilateral occlusion. Diagnostic results: underwent an hsg, during which it was confirmed that only her right fallopian tube was occluded. It was reported that birth control perimenopause was used as treatment for hormonal changes-describe:night sweats and other hormonal changes. Patient was monitor for vaginal cuff hematoma. On (B)(6) 2012, abdominal and pelvis CT with contrast material impression: no acute abnormality of the abdomen of pelvis linear radiopaque structure in the region of the right fallopian tube most likely represents an essure birth control device. No similar structure is seen in the region of the left fallopian tube. Right ovarian follicles otherwise, negative abdomen and pelvis CT. On (B)(6) 2013, having to use yeast treatment after every cycle, due to vaginal odor and irritation. Review of systems: female genitourinary: present-vaginal discharge (history bv-had antibiotics 2x in vagina). Uses condoms wants something different periods gotten worse retaining fluid bloated wears pad daily for discharge and odor; cant have iud since didn¿t work cant have ocp due to history ocp could not tolerate endometrial biopsy. On (B)(6) 2013, she has not had an emb done, she did not tolerate in the office iud insertion, she is nervous about ems. Discussed possible to have essure removed and still have pelvic pain. Some residual neuropathy along right side. Indication is pain bleeding relatively well controlled. Patient understands that pain might not completely resolve after procedure. Has constipation issues, reviewed bowel prep before surgery if feeling constipated. On (B)(6) 2013, specimen 1: curetting, endometrial specimen 2: uterus, cervix, bilateral tubes gross description: received in formalin labeled ¿uterus, cervix, bilateral tubes" is a uterus with attached cervix and attached bilateral fallopian tubes. The uterus with cervix and without the attached bilateral fallopian tubes measures 7.7 x 4.7 x 3.4 cm and weighs 56 grams. The attached right fallopian tube when trimmed from the uterine body has a metallic spinal wire running through the lumen of the fallopian tube. The fallopian tube including frimbriated end measures 6.7 cm in length by 0.6 cm in diameter. The attached left fallopian tube including frimbriated end measures 6.5 cm in length by 0.7 cm in diameter. Microscopic diagnosis: endometrium, curettings, uterus, cervix, bilateral tubes, excision-, a small subserosal leiomyoma b weakly proliferative endometrium c unremarkable cervix and endocervix d left fallopian tube with paratubal cysts, unremarkable right fallopian tube. On (B)(6) 2013, admission diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding discharge diagnoses: unspecified symptom associated with female genital organs abnormal vaginal bleeding indication for admission: surgery for pelvic pain: olc, robotic hyst with bilateral salpingectomy, diagnostic cystoscopy. In patient progress notes: post operative day 1 status post robotic assistant total hysterectomy for chronic pelvic pain. The patient states that she is feeling all right, apart from mild pains controlled with norco. Diagnosis: other inflammatory and toxic neuropathy and vision abnormalities glasses, gerd (gastroesophageal reflux disease), pain assessment: status post robotic assistant total hysterectomy for pelvic pain on (B)(6) 2013, odor (metallic) and abdominal cramps (with urination). The symptoms have been occurring for 5 days. She describes her symptoms a burning sensation the discomfort is described as being located in the urethra. She was treated with bactrim at urgent care on monday, no change in symptoms. Assessment & plan: dysuria. On (B)(6) 2013, history & physical report: gyn visit post-op bleeding history of present illness: the patient is status post recent surgery, with a concern. She complains of vaginal bleeding (bright red to dark red to pink). Patient states that since saturday she has been bleeding bright red, to dark rea to pink. She states that when she sneezed she had gushes of blood come out. She reports concern due to change from brown spotting to red vaginal bleeding. Is here for post op bleeding. Note: patient here complaint of post op bleeding after robotic assisted laparoscopic hysterectomy surgery on (B)(6) 2013. Physical exam: female genitourinary: vagina: discharge on (B)(6) 2010 hysterosalpihgogram (per mr) impression: the right essure device is successfully blocking the right fallopian tube. However, there is patency of the left fallopian tube with free. Spillage into the peritoneal cavity on the left. On the scout view. There is suggestion of a partial fracture/ displacement of a portion of the left essure device. Gynecologic follow-up is recommended. A nurse at doctor said that the left fallopian tube did not close and there was a breakage of the coil in the left tube. On (B)(6) 2013 robotic assisted laparoscopic hysterectomy, cystoscopy preoperative and post operative diagnosis: pelvic pain procedure: hysterectomy, 's' laparoscopic robotic cystoscopy dilatation and curettage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, device breakage, device expulsion, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, device ineffective, visual impairment, fatigue, abdominal pain lower, night sweats, bacterial vulvovaginitis, vulvovaginal candidiasis, dysuria, abdominal pain and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only her right fallopian tube was occluded". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: migraines and underwent an hsg, during which it was confirmed that only her right fallopian tube was occluded. Added as a event incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.